Event description:
A malfunction was reported on a pump, indicated by the caller without any notable preceding events. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by giving pump reset information and guided the caller through resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The caller was instructed to reach out again if the issue returns and confirmed their understanding of the instructions.